Event description:
It was reported that a findrwirz perforated the left atrial appendage in a patient that was preparing to undergo laa ligation. Bleeding occurred but subsided. A chest drain was placed and surgery was not required. The patient was reported to be recovering normally.

Manufacturer narrative:
Despite the perforation of the laa by the findrwirz the laa was successfully ligated with the lariat device. Potential vessel damage is a known complication listed in the IFU. The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.